Event description:
The customer's completed data run sheets were received for evaluation. It was identified during the review of the run sheets that the customer should be contacted to clarify and go over the data in the sheets. Multiple attempts were made to contact the customer. Based on the information originally provided from the customer and incomplete follow-up from the customer to our inquiries, it is not possible to determine a root cause for this yield complaint.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 69.2 months, due to unknown reasons. In 2009 (through follow-up with the surgeon), it was learned that the device was explanted due to endocarditis (source: possible (+) blood cultures), aortic stenosis, and aortic insufficiency.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.